Event description:
It was reported that during a left arm graft skin splint thickness procedure, the roller of the meshgraft ii did not function properly. Additional clinical follow up with the customer indicated that there was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.